Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump, pain, not feeling well, discomfort.

Event description:
Patient reported a left side "lump or thickening in or near the breast or in the underarm area," "pain," "not feeling well," and "discomfort." Healthcare professional later reported rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through psr on 23-jan-2012.

Event description:
Patient reported a left side "lump or thickening in or near the breast or in the underarm area," "pain," "not feeling well," and "discomfort." Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on radius assessed as a surgical impact opening. (Shell thickness within spec). Lump/nodule: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.